Event description:
The concentrator stopped working at some point, not identifiable. Pt's breathing became very difficult and called emergency. They realized and advised pt of the problem. No alarm was present on the machine.